Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon inspection, the electrode belt was found to have a broken trunk cable connector. There were no bent pins. The root cause of the broken connector was not positively identified but was probably the result of excessive force applied to the connector during mating. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that he is receiving alarms to check belt connection to monitor. The pt's electrode belt was replaced.